Event description:
Dermatome prepared to harvest skin from pt thigh at 10/1000 inch. 8cm gash down to fascia to proximal thigh. Dermatome rechecked and harvesting attempting again, 8 cm gash to thigh. Dermatome was sent for eval. Pneumatic dermatome was used to complete harvesting. Upon examination, oscillating pin out of callibration.